Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that aside from the baseline deficit due to aneurysm size and brain compression, the patient is recovering well, as expected as no adverse events related to the procedure or device were noted. The pipeline was not placed in a vessel bend when it failed to open, it was telescoped inside the previous device of the same size. A j-wire was attempted first to try to open the pipeline. When this didn't work, balloon angioplasty was performed which completely opened the device until achieved excellent wall apposition. The device was successfully implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was undergoing a procedure on 2023-11-18 in which a pipeline stent was used. This case was a clinical study being done at a private practice and was not any study sponsored by medtronic nor other research program/protocol. During the procedure, it was reported that the second pipeline did not open completely (only 50%) in the middle section. The physician played around with it and ultimately had to perform angioplasty resulting in great wall apposition. The physician used 2 overlapping pipeline stents. The first pipeline was deployed as expected with perfect opening. The physician noted that they didn't think it was a device malfunction and said that "bigger devices inside another device are more challenging to open." This did not result in any adverse events or harm to the patient. At the end, great wall apposition was achieved for the 2 devices.